Manufacturer narrative:
(B)(4): physio-control is anticipating the device return for eval and continues to investigate the reported event. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that several buttons on the device were inoperative after successfully delivering three defibrillation shocks to a patient. The customer was providing care to a patient in cardiac arrest. Following the device problems, the user power cycled the device in attempt to resolve the issue and observed that it defaulted back to monitoring mode. The users were unable to switch to "paddles", therapy, mode since the "lead" button was inoperative. The users retrieved a second defibrillator and found the patient in a shockable rhythm. The user provided defibrillation shocks to the patient and continued care. The patient outcome is unk and there were no further details on the event and/or the patient provided.